Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states

Event description:
Inappropriate mode switching linked to mv oversensing

Event description:
Inappropriate mode switching linked to mv oversensing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states please refer to attched investigation report.